Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high defibrillation impedance. The patient was later admitted to the emergency room as he was experiencing discomfort from vibratory alert at pocket site. No interventions were performed. There were no patient consequences.